Event description:
Asr revision - right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
MFR 1818910-2010-09057 is a report for an invalid claim, and is therefore being rejected. Please disregard the previous report.

Event description:
MFR 1818910-2010-09057 is a report for an invalid claim, and is therefore being rejected. Please disregard the previous report.